Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2014. According to the complainant, during hysteroscopy, a perforation was observed on the uterus. It is not confirmed as to what exactly caused the injury. No anatomical issues were noted and the patient was not cramping. The perforation was allowed to heal naturally and did not require any treatment. The procedure was not completed due to this event and the patient was rescheduled for another hta procedure.